Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues or damage with the crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 18mm x 3mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and moderately calcified left anterior descending artery. Following the insertion of a non-bsc guide wire, predilation was performed with an unspecified balloon catheter. A 3.00x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician withdrew the device and the distal segment of the stent was noted to be deformed. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 18mm x 3mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and moderately calcified left anterior descending artery. Following the insertion of a non-bsc guide wire, predilation was performed with an unspecified balloon catheter. A 3.00x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician withdrew the device and the distal segment of the stent was noted to be deformed. No patient complications were reported and patient's status was stable.